Event description:
It was reported that when tightening the screw the plastic piece broke off trial liner.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported fracture. A circumferential fracture was noted around the counterbore head. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No material or manufacturing defects were identified.

Event description:
It was reported that when tightening the screw the plastic piece broke off trial liner.